Manufacturer narrative:
The pump passed the displacement test, but alarmed during the basic occlusion test due to a slightly loose drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error when the act button was pressed down during a manual prime. The blood glucose reading was 3.7 mmol/l. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.